Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm alarm due to erased history file. Cracks to the case, battery tube threads, reservor tube lip, a scratched and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the details of his hospitalization due to low blood glucose. The paramedics were called. The blood glucose reading was 27 mg/dl. Customer was transported to hospital. Customer did not know what caused the low blood glucose. Customer stated that he has experienced low blood glucose for three months and paramedics were called to residence. Nothing further reported.